Manufacturer narrative:
Batch review performed on 5 april 2024: lot 2246520a: (B)(4) items manufactured and released on 26-may-2023. Expiration date: 2027-dec-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: batch review performed on 5 april 2024: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115). Lot 2348940: (B)(4) items manufactured and released on 22-jan-2024. Expiration date: 2028-dec-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 week after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.